Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin I stat immunoassay on a cobas 6000 e 601 module. The initial sample results were reported outside of the laboratory. The first sample initially resulted in a troponin I value of 0.298 ng/ml on the e 601 analyzer. The sample was repeated on a cobas e 411 immunoassay analyzer, resulting in a value of < 0.100 ng/ml accompanied by a data flag. The sample was then repeated twice on the e 601 analyzer, each time resulting in a value of 0.100 ng/ml. The second sample initially resulted in a troponin I value of 0.165 ng/ml on the e 601 analyzer. The sample was repeated on the e 601 analyzer, resulting in a value of 0.121 ng/ml. The sample was also repeated on the e411 analyzer, resulting in a value of 0.100 ng/ml. The troponin I reagent lot number was 547434. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The lowest value for the second sample was reported outside of the laboratory.

Manufacturer narrative:
Calibration signals were within expectations. Control data was provided for only one level on one channel of the analyzer and all results were within specified ranges. Upon review of the alarm trace, no sample related alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.